Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with all the buttons functioning properly. No damage on the keypad assembly. However, the device was received with moisture damage at the motor and electronic assembly. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 225 mg/dl. The customer stated that he had gone on a canoe ride, and it was extremely hot, so he put his insulin pump in a bag of ice. He attempted to replace the battery, and the device worked for a while, but then the display had a black circle on the screen; this was when the keypad issue arose. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.